Event description:
Boston scientific received info prior to being implanted, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated during the case despite multiple attempts with troubleshooting performed. A new device was successfully implanted and interrogated using the same programmer. The s-ICD was returned and is currently undergoing laboratory analysis. No adverse pt effects were reported. No pt info is available as this event occurred prior to the device being attempted for implant.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry, initially. Engineers attempted different wand positions, with no success. After applying a magnet to verify magnet response, the device was able to establish communication and a memory download could be performed. The radio frequency (rf) wake-up pulse was analyzed and it appeared the rf wake-ups were occurring every 16 seconds instead of the expected 8 seconds for this device. The device diagnostic report showed the telemetry configuration register was set to 8 seconds during manufacturing, but should have been set to 4 seconds. Since it was set to 8 seconds and channel switching, a spectrum analyzer will show wake-up at 16 seconds.

Event description:
---